Event description:
A customer contacted haemonetics on (B)(6) 2009 to report a burning odor coming from the orthopat machine after a blood spill. No injury or reaction noted.

Manufacturer narrative:
Upon eval, the reported problem was verified. The machine was disassembled and decontaminated. All damaged components were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).